Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with heavy tortuosity and heavy calcification. The 2.75 x 15 mm xience v stent delivery system (sds) was advanced for direct-stenting, but could not cross the lesion. A new xience v stent was used to treat the lesion successfully. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis, revealed that the distal tip of the sds was separated. Additional information confirmed that during the attempt to cross the lesion, the distal end of the xience v sds separated. The separated tip was removed on the guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Follow-up information from the account regarding the initially unreported tip damage/separation revealed that it occurred during the procedure. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter.